Manufacturer narrative:
Device was discarded by surgeon and was not returned for further evaluation device was discarded by surgeon and was not returned for further evaluation

Event description:
Left side rupture detected via mammogram.